Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Phone call received by baxter corporate product surveillance from the facility materials manager on (B)(4) 2012 to report the needle injection port disconnected from the IV tubing during pressurized injections. The collapsed septum occurred while using one solution set, 10 in which the needle injection port came undone when a syringe was used to connect the needle. Per the materials manager, the doctor inserted a needle into the most distal (from the spike) injection port and the injection port's septum popped out of the set. This caused the patient to bleed. The doctors were able to stop the bleeding before patient injury occurred. Several attempts have been made to contact the customer to obtain further information regarding this reported event, details related to medical intervention and the outcome of the situation, however the facility contact has not returned any calls to baxter. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.